Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter stopped powering on at an unknown time on (B)(6) 2016. The patient does not administer any medication to manage her diabetes. It is unclear what action, if any, she took following the start of the alleged issue. She claimed an unknown time after the start of the issue she developed symptoms of ¿shaky¿. She reported that on an unknown date and time she administered ¿more food/drink¿. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and, based on the information provided there had been no misuse of the product. The patient confirmed that she had been using the correct test strips. The meter would not power on manually with a button press or when a test strip was inserted per owner¿s manual. Based on the information provided, the meter¿s battery did not need to be replaced. The issue could not be resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she developed a symptom suggestive of severe hypoglycemia, after the alleged power issue began.